Event description:
It was reported that the programmer did not turn on. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Programmer does not turn on; power supply found out of electrical specification. Programmer system fan is noisy. Programmer lower case, upper hinge plate, and display rear cover are scratched and/or scraped. Both of the large hinge plate bullet covers are broken. System errors found in the programmer error log.